Event description:
Medtronic received information that following the deployment of this transcatheter bioprosthetic valve within a failed surgical bioprosthetic valve, as the nose cone of the delivery catheter system (dcs) was being retracted through the valve, this transcatheter bioprosthetic valve dislodged out of the annulus. A snare was used to move this dislodged transcatheter bioprosthetic valve into the ascending aorta. A second transcatheter bioprosthetic valve was successfully implanted into the failed surgical bioprosthetic valve with resultant mild paravalvular leak (pvl). No further adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.